Event description:
It was reported by service report that the head of the bed would not lower. The lift could not be electronically lowered to the lowest position. No pt involvement or adverse consequences are reported.